Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. As the implant was not returned for examination it could not be determined if the item had been damaged intra-operatively. In this case nail breakage was observed after an implantation period of approx.12 months. Referring to the exceeding implant period an impaired ability of bone healing cannot be excluded. Potential implant breakage due to different reasons is clearly pointed out in the labelling. Referring to available information a more precise statement was not possible from technical point of view. As no pre-, intra- and post-operative x-rays were provided a medical statement seemed not being reasonable. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information the cause of the event was regarded being patient and / or user related because a deficiency of the nail was not verified.

Event description:
It was reported that it was identified on x-ray that the patients gamma nail that was implanted in (B)(6) 2014 for a fractured femur was broken, the nail was removed and replaced with a contemporary / exeter total hip replacement.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded and will not be returned

Event description:
It was reported that it was identified on x-ray that the patients gamma nail that was implanted in (B)(6) 2014 for a fractured femur was broken, the nail was removed and replaced with a contemporary / exeter total hip replacement.